Event description:
Customer reported the left monitor went dark during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter. System operates as intended.